Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was an issue with the curved-tip stapler 30 instrument with no additional information other than that the clinical sales representative (csr) was present for the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained additional information: the curved-tip stapler 30 instrument was unable to complete its clamping sequence. Using a white reload, the stapler would reach 1% clamping and then fail its clamping sequence. The surgeon tried unclamping and then clamping again multiple times with no resolve. The stapler was then swapped out for another curved-tip stapler 30 and the same white reload was moved to the new stapler. The new stapler clamped and fired normally with no issues. The issue was resolved. There was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis analyzed the curved-tip stapler 30 and confirmed but did not replicate the reported inability for the instrument to complete its clamping sequence. The curved-tip stapler 30 was found to have repeated clamping failures based on log review but was not able to be replicated during in-house testing. The stapler would not initialize on the system; therefore, the clamping tests could not be performed. Also, the curved-tip stapler 30 was found to have initialization failures. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. A review of logs showed no initialization failures. The stapler was placed on the in-house system and excessive noise was observed. The noise was found to be produced by the drive input. The curved-tip stapler 30 instrument was found to have contamination on one or more clamping pulleys in the backend. There was an excessive amount of dried residue around the clamping pulley cable grooves. The curved-tip stapler 30 was transferred to failure analysis engineering and there were additional observations found. Log review confirms multiple clamping failures in the field, and completion percentages were approximately 1.7% for each attempt. This curved-tip stapler 30 had five clamping failures, with no completed clamps during the procedure. The curved-tip stapler 30 was installed on an-house system again and was able to initialize with the system. The curved-tip stapler 30 could not complete multiple clamp attempts at various orientations. Excessive noise could be heard during the clamping attempts. On the last clamp test, the curved-tip stapler 30 would not complete the clamp and failed to unclamp. Force unclamp was initiated and failed as well. The curved-tip stapler 30 was removed and manually unclamped using the stapler release kit (srk). The backend was inspected, and inspection confirmed reprocessing residue on the clamping pulleys. The wrist components were inspected, and the yaw plate weld was observed to be broken. Due to the break, the yaw plate bows outwards and makes contact with the clamp cardan. Microscopic inspection of cardan and yaw plate area shows metal particulate and a wear damage on the clamp cardan that further supports contact between the yaw plate and rotating cardan. It is likely that at certain wrist articulation angles, there is sufficient interference between the clamp cardan and yaw plate such that clamping/unclamping may not successfully complete. The interaction between the rotating cardan and yaw plate is likely the source of the noise, and likely the cause of the in-house initialization failures.